Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hepatectomy on (B)(6) 2024 and suture clip was used. During the procedure, when feeding the device and approaching the thread and tried to close it but it wouldn't lock into place with a click. Another like device was used to complete the case. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the number of clips affected during this procedure. =6 clips in 1 cartridge could not rock into the suture. Was the clip able to feed to the applier or was the clip able to close/hold to the suture? =the clip was not able to close to the suture. Package lot number of the clips? =currently, unknown. Please provide the applier product code and lot number? =the applier product code is ka200 and lot number is unknown. Please confirm if there is an issue with the applier? =there is no an issue with the applier. If yes, please create a product complaint and provide the respective reference number(s). =n/a. What suture type and size was used? = the suture type and size was 3-0 vicryl. When the event occurred, was the suture placed near the hinge of the clip? =yes. Were you able to lock the clip closed on the suture? =no. If yes, after it closed, was the clip holding securely fixed on the suture?=n/a. Was the applier checked for damaged (jaws straight and aligned)?=yes, there is no damage with applier. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? =yes. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. >we regularly contact with sale rep about the device returning. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6).